Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent noisy signals, low out of range pacing impedance, and a drop in shock impedance after a generator change. It was noted that all measurements were within range during the procedure. Technical services (ts) provided a potential cause and a possible resolution. It was noted that the physician consulted with an electrophysiology physician. The lead remains in use. No adverse patient effects were reported.